Event description:
Correction - it was reported that there were high defibrillation thresholds on the right ventricular lead, which was the reason for the lead explant.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented remotely via (B)(6) transmission. Upon review, the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.